Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. Upon visual inspection of the photos, the valve was observed to have moved towards the luer direction and blood leaking from the injection port. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. The appropriate personnel have been notified of this complaint. Bd is aware of this issue and is in the process of implementing corrective actions via CAPA# (B)(4) to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd venflon¿ pro safety shielded IV catheters leaked blood past the rubber membrane during use. The following information was provided by the initial reporter: "peripheral venous catheter entrance on the top does not hold tightly. The rubber membrane is broken so that blood is forced through and stands lika a fountain. The cylinder in the catheter is pressed against the infusion of the pressure from the blood. This incident happened several times with the same lotnr." Pictures taken.